Event description:
It was reported that an ilet pump produced a rattling sound when shaken, including with the cartridge removed and without a case, and that the connected dexcom g7 sensor intermittently lost signal and showed readings inconsistent with fingerstick values; a replacement pump was arranged and delivered, and education was provided on shutdown, data sync, return, startup, and continued cgm use. Symptoms included no reported injury, no hypoglycemia, and no hyperglycemia. Outcomes included no alerts or alarms and uninterrupted therapy at call end with delivery of a replacement device. Investigation included review of user report, troubleshooting and education, and shipment tracking confirmation. Investigation of this case revealed a suspected internal mechanical noise from the pump without evidence of functional failure, and the cgm signal loss was attributed to cgm connectivity variability rather than a pump defect. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate for the rattling noise with no clinical impact and external to the pump for cgm communication issues.